Manufacturer narrative:
Still pending is the manufacturer record evaluation. Therefore, a supplemental report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, thrombus was noted on the catheter. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The thrombus issue was assessed as a reportable issue.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 11/5/2019. The device was returned in the condition reported. Distal end of tip dome had some reddish- brown material stuck to it. According to biosense webster inc. Product analysis lab there is evidence of thrombus formation. The thrombus issue remains assessed as a reportable issue. Therefore, populated concomitant medical product. Device available for evaluation?, concomitant medical product. Is device returned to manufacturer? And concomitant medical product. Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product investigation was completed on (B)(6) 2019. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, thrombus was noted on the catheter. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The device was inspected and distal end of tip dome had some reddish- brown material stuck to it. Then, during the second visual no residues of thrombus were observed, sample of thrombus was received in a bag. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation test was performed and it was found within specifications, the catheter was irrigating correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of thrombus cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Additional information was received on 12/24/2019 on the event. The smartablate generator was used in the procedure. Power control mode was used. There were no error¿s reported on the biosense webster, inc. Systems. The patient has not exhibited any neurological symptoms since the procedure was completed. Per the additional information providing the concomitant product of the smartablate generator, processed concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number:(B)(4).